Event description:
This lead was noted to be dislodged in (B)(6) 2018 in clinic. The patient is scheduled for a lead revision in november. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.